Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. Device investigation could not be conducted as the device was discarded at the user facility after the procedure. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information, it was presumed that pulling force exceeding the product's design limit might be inadvertently applied to the catheter while the tip of the catheter had been temporally trapped by the curved and heavily calcified cto lesion; however, details could not be ascertained as the device investigation could not be conducted. Although device investigation could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of product deficiency. Instructions for use states: - [contraindications] do not use this microcatheter in advanced calcified lesion; - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, - [malfunctions] separation.

Event description:
It was reported that the tip of the subject catheter broke off in the artery during a pci to treat a mildly to severely tortuous and heavily calcified cto lesion in the proximal rca. The tip was never recovered (left in the artery), however, the patient is in no more serious condition than when the procedure was attempted.